Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a perclose proglide device after a coronary angiogram diagnostic procedure. Reportedly, after successfully deploying the suture and achieving hemostasis, the suture trimmer would not cut the suture. When the physician went to remove the suture trimmer, difficulty was encountered trying to remove the suture trimmer from the tissue tract. The thumb knob that loads the suture was opened, releasing it from the suture and the device was removed from the anatomy. Scissors were used to successfully cut the suture. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture trimmer was returned for evaluation. The reported failure to cut the suture during use was confirmed; however, the reported difficult removal was not confirmed. A query of the complaint-handling database was performed and revealed no other incidents reported from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to difficulty trimming the sutures was noted. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.